Manufacturer narrative:
Technician found the bed in "down" storage area. Head hi-lo drifts down slowly due to faulty emergency trend valve. Replaced trend valve to resolve this issue.

Event description:
Info received indicated that the head hi-lo of bed would drift down slowly. No injury alleged.